Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported pain and lymphadenopathy.

Event description:
Physician reported a right side rupture, pain and lymphadenopathy. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, broken shell, red particles in the surface of the shell and crease flat. A microscopic analysis was performed which identify striated broken in the posterior and missing shell. Based on the device analysis the final assessment is: a striated edge broken on posterior side assessed as surgical damage. Missing piece of the shell assessed as inconclusive.

Event description:
Physician reported a right side rupture, pain and lymphadenopathy. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Physician reported a right side rupture. Device has been explanted.